Event description:
Endo gia ultra handpiece has a white substance on the black part of the trigger. Handpiece was introduced to the field; scrub immediately noticed the substance and removed it from the field. He changed his gloves; setup not contaminated. Gave scrub a new handpiece.